Event description:
Fse changed units to mmol/l for ca++ when running a cal verification and did not return the units to the customer's usual setting. The user ran a patient sample and treated the patient for critically low ionized calcium results without reading the units on the patient result. The treatment was based upon mg/dl which was the users accustomed setting. The patient was administered a bolus of calcium gluconate 190 mg. Treatment was interrupted before the full amount was given. The patients following ca++ was 5.39 mg/dl, high in the normal reference range.

Manufacturer narrative:
The operators manual includes a warning in the limitations for use, stating: 'warning - clinical decisions. The validity of the test results from this instrument must be carefully examined by a clinician and related to the patient's clinical condition, before any clinical decisions are taken on the basis of the test results.' Additionally, in intended use the following requirement to the operator is stated: 'the analyzer should be used by personnel who have received special education and training with regard to procedures utilizing in vitro diagnostic medical devices.'